Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Explanted date - device remains implanted. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient began to experience pain and had elevated serum ion levels. A revision procedure was performed on (B)(6) 2010 and the acetabular cup, modular head and two screws were removed and replaced. No further information has been provided to date.